Event description:
Device received in large batch in 2005 from medtronic returned goods. No oos or reason for explant received with the device.

Event description:
Device received in large batch in 09/2005 from medtronic returned goods. No oos or reason for explant received with the device.